Event description:
It was reported that the device alarmed motor error during manual priming process. The customer's blood glucose was 191 mg/dl. The customer does use the sensor feature. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarm was noted. The motor passed the motor test. However the insulin pump was received with scratched lcd window and cracked reservoir tube lip.